Event description:
Received a synvisc one injection in my right knee. Have had them before with no problems. This time my knee was swollen and it felt like my knee was locked and I can't walk without limping. It is now been 2 months and still no improvement. Been back the orthopedic dr and given steroids and tramadol for the extreme pain. Still can't walk without limping. My quality of life has went down hill. I don't know what to do. I will never ever have this injection again. How long until I can walk again? This injection shot seriously needs to be looked into. At least this lot number 8rsl056. Complications from injection.